Event description:
On 9/2/2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) of 282 mg/dl after the ilet displayed ¿connect cgm or enter bg dosing has stopped.¿ a manual bg was entered into the ilet and therapy continued. At follow-up that evening bg was 292 mg/dl after dinner, trending steady. The user was not hospitalized and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.